Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported 4 months after two dental implants were installed in intraoral region #14. It was verified its non osseointegration. A 15 ncm of primary stability was achieved and immediate load was not performed.